Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 developed a small hematoma superior to the insertion site at right axillary after starting heparin treatment. The patient is stable and impella support continues.

Manufacturer narrative:
The date of the event (b3) and the date received by manufacturer (g3) were reported inaccurately in the initial report. The date originally reported corresponded to a non-reportable event. The correct date of the reportable event. Information was added to b5 that was inadvertently omitted from the originally submitted report. Additional information regarding the device explant was received and documented in d6.

Event description:
Upon further review, a purge fluid leak from the clear plastic area on the purge side arm. There were no active alarms, and the purge fluid and purge pressure remained stable. It was also reported that the impella device was explanted and that the patient survived.